Manufacturer narrative:
The subject device was returned to olympus medical systems india private limited (omsi) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc guessed that the reported event was caused by insufficient reprocessing by the user. If additional information becomes available, this report will be supplemented.

Event description:
There were foreign materials around the forceps elevator of the subject device. There was no report of patient injury associated with this event.